Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Manufacturer narrative:
This report will be updated when analysis is complete.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received a shock for supraventricular tachycardia. No adverse patient effects were reported. The device was later explanted and returned for analysis. Initial laboratory analysis found the device did not meet longevity expectations per programmed values.